Event description:
A customer obtained positively biased troponin I results on several patient samples over several days. Elevated troponin I results might initiate a cardiac catheterization. There was no report of patient harm as a result of this event.